Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of a patient who did not clean area and fungal peritonitis with culture positive for pichia sp. Coincident with dianeal unknown, dianeal pd2 ambuflex and extraneal viaflex therapies for automated peritoneal dialysis(apd). On an unreported date in 2011, the patient was diagnosed with peritonitis. Treatment for the event was not reported. The outcome for the peritonitis was unknown. The reporter did not know the cause of the peritonitis. Action taken with dianeal and extraneal was unknown. The reporter did not provide an opinion of causality. The nurse felt the event of peritonitis with culture positive for (B)(6) was not related to dianeal and extraneal therapies. The nurse did not offer an assessment of causality for event of did not clean area. It was unknown if the patient recovered from the events . The reporter declined further contact.